Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor. We were unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, corroded battery tube and minor scratches on lcd window.

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed motor error and no delivery. The alarms occurred during the manual prime and basal. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.